Event description:
It was reported that nonsustained lead noise episode due to oversensing of myopotential was observed. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.